Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, the connection part of the adapter and cartridge was tensioned more strongly by the ribs on bronchial resection. Articulation was difficult, there was unexpected articulation/rotation, and the device went into firing mode, but the firing was not possible. The cartridge got damaged and could not be removed from the adapter, and the powered approach did not resolve the problem. A new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.